Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump suspended when their blood glucose level was 170 mg/dl and their sensor glucose reading was 107 mg/dl. The device was not returned.